Event description:
The dentist reported that after the dental implant was placed in intra-oral region of the pt, it was verified its non-osseointegration. Pt presented insufficient bone quantity, so bone graft was executed. Immediate load was performed. The implant was installed with 40 ncm. Of primary stability and immediate load was not executed.